Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24409. It was reported one of the patient's scs leads was explanted. The patient was not receiving effective stimulation therapy and requested his scs systems be removed. The patient was implanted with two scs systems and his physician reportedly removed the second system, but left the first system's scs lead implanted in the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.